Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. The cause of bg was unknown. Reportedly, customer consumed candy bars, honey, or orange juice to address the event.